Event description:
Complainant alleged that while attempting to monitor a pt with decreased consciousness and an accelerated heart rate, the device lost the ECG rhythm, the screen displayed a broken dotted line, and displayed a "status 56" message. The medics then turned the device off and then on, but the same results appeared. There was no adverse effect to the pt as a result of the reported malfunction.